Manufacturer narrative:
Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture grade iii and seroma.

Event description:
Healthcare professional reported for left side "intracapsular rupture, capsular contracture baker iii, presence of intracapsular liquid". The device remains implanted.